Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. Troubleshooting was performed for pump error and noticed the customer states they are able to rewind the pump. The customer performed displacement test and it did passed. Pump error occurred during rewind. The insulin pump will not be returned for analysis.